Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "needle accidently was inserted in the implant¿.

Event description:
Healthcare professional reported right side implant was pierced with needle during surgery. Device was explanted and surgery was completed with a back up device.

Event description:
Healthcare professional additionally reported right side "any creases" and "particles in valve".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the anterior. A leak test and microscopic analysis was performed which identified a striated opening and a void >1 mm was observed in the non-textured, valve-to shell-bond area. The fill test inspection was performed, the result was that no blockage was found. Based on the device analysis the final assessment is: a striated opening assessed as a surgical damage consist in the use of some surgical tool and wrinkles (creases) are observed but have no relationship with manufacturing. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.